Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope joint section between the bending tube and distal end was not secured. The rubber cover of the forceps channel port was detached. The universal cord and unique device plate were sticky. There was no patient involvement.